Manufacturer narrative:
Concomitant medical products: dvbc3d1 ICD implant date:(B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was cut during a procedure. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.